Event description:
Reference siemens medical systems notification #1225700-09/29/00-002-c servo 300/300a ventilator. Insp time% & peep potentiometers. This facility has noted the same problem with all potentiometers.